Event description:
A balloon ruptured on the first inflation at five atmospheres during a left iliac angioplasty of a pt with severe vascular occlusive disease. Another ballon catheter was used to successfully complete the procedure without pt complications. An angiogram performed at the completion of the pta procedure showed good angioplasty results. No perforation or complications were noted at that time. Fifteen hrs post procedure, the pt went into cardiac arrest. Resuscitative measure included surgical exploration of a left lower quadrant mass. The cause for the mass was found to be perforation of the iliac artery. Continues resuscitative measures were unsuccessful and the pt subsequently expired. The device was received, evaluated and retained by this MFR. Microscopic examination revealed a pin-hole leak over the distal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakeage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characeristics consistent contact with a sharp external source, scratches on the balloon surface. Follow up also indicated this device was used in pt with severe vascular occlusive disease. Co believes the pt diseased state, rather than the device, may have been a contributing factor in this event. Directions for use state: "due to the extremely thin wall thickness of the balloon, these catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediatedly discontinue the procedure. Deflate the balloon. Do no reinflate and remove carefully."